Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The complaint was able to be confirmed based on testimony within the journal article. Cook has concluded that sufficient inspection activities are in place to identify nonconforming product prior to distribution. Due to the lack of information provided within the journal article, a review of the device history record could not be performed. Additionally, a database search could not be performed to adequately narrow down potential rpns. With the known information, there is no evidence to suggest there is any nonconforming product in house or in field. There is no evidence to suggest that the device was not manufactured to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: -"exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. Anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure." Precautions: -"bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube. An ultrasound evaluation of the patient's neck prior to the procedure may aid in identification of anatomical variances. Always confirm needle access into the trachea by air bubbles aspiration or visualization." Instructions for use: tracheostomy procedure: -"5. Attach a syringe half-filled with fluid to the introducer needle and seek the tracheal air column by directing the needle, in the midline, posterior. Verify entrance into the tracheal lumen via aspiration on the syringe resulting in air bubble return. (Fig. 7) alternatively, if using bronchoscopy, visualize the needle entering the trachea. Note: it is important that the needle not impale the endotracheal tube. To ensure that the endotracheal tube is not impaled, gently move it in and out 1 cm. If the tube is impaled, the needle will be seen and felt to also move. If this occurs, it will be necessary to withdraw the needle, pull back the endotracheal tube, and then reinsert the needle. Note: proper positioning and alignment may help minimize complications (e.g., stenosis). 6. With the needle tip positioned in the trachea, local anesthesia may be injected (if necessary). 7. When free flow of air is obtained, with no impalement of the endotracheal tube, remove the inner needle of the introducer needle assembly and advance the outer fep sheath several millimeters. Note: if using an introducer needle without a sheath, proceed to step 9. 8. Attach a syringe to the fep sheath and re-confirm position within the tracheal lumen by visualizing free flow of air into the syringe when aspirated. (Fig.8) alternatively, re-confirm position by visualizing he fep sheath in the trachea with bronchoscope. Remove the syringe. 9. Introduce the j-tipped wire guide several centimeters into the trachea. (Fig.9) note: the wire should advance freely, without resistance. If resistance is encountered, do not force wire guide. Confirm correct fep sheath or introducer needle placement via bronchoscopy, then advance wire guide into the trachea until the distal mark on the wire guide reaches skin level. 10. Remove the fep sheath or introducer needle while maintaining wire guide position within the tracheal lumen." How supplied: -"upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established or traced to the device but is related to the patient condition. There is no evidence to suggest the issue was manufacturing related, but rather related to patient condition and/or anatomy. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Literature citation: casso, g., van den berg, j.c., demertiz, s., & cassina, t. (2014). A dangerous percutaneous dilatational tracheostomy. Intensive care med, 40, 260-261. Doi: 10.1007/s00134-013-3115-5. This report was initially submitted on 10july2019. (B)(6). Occupation: unknown (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in the journal intensive care medicine, a (B)(6) year old male underwent emergent coronary artery bypass grafting for acute myocardial infarction. The patient was admitted postoperatively to the intensive care unit (ICU) with a severe cardiogenic shock. During the first postoperative day he developed renal and severe respiratory failure. On the seventh post-operative day a percutaneous dilatational tracheostomy (pdt) due to difficult respiratory weaning was deemed necessary. The preferred technique included the use of a ciaglia blue rhino introducer kit under bronchoscopic control. In the reported case, the needle puncture resulted twice in venous bleeding, leading to abortion of the procedure; the puncture site was manually compressed. Cervical ultrasound showed an atypical huge anterior jugular vein passing just anteriorly of the tracheal midline. This finding was confirmed by computed tomography angiography.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.